Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. Date of event is unknown. This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown nail. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery for a nonunion of a left femur fracture on (B)(6) 2016. A preoperative x-ray, date unknown, revealed the nonunion and that the implants were intact. The date of the original implant surgery is unknown. It was reported that while the surgeon was attempting to remove the retrograde femoral nail, the slap hammer became jammed where the head connects with the shaft of the device, preventing the head of the slap hammer from rotating back and forth. The surgeon used a different slap hammer that was readily available. There was an approximate 15 second delay in surgery to switch the devices. The surgeon removed the retrograde nail and one helical blade and replaced them with a larger diameter retrograde nail and four locking screws. The surgery was completed successfully and the patient was reported as stable. This complaint is addressing the revision surgery for the nonunion. (B)(4) which captures the intraoperative issue with the slap hammer. This report is for one (1) unknown nail. This is report 1 of 2 for (B)(4).